Event description:
It was reported to nova biomedical that a consumer received a result of 76 mg/dl on their blood glucose meter. The consumer did not feel this was an accurate reading and performed two additional tests with the very same glucose meter, getting a result of 106 mg/dl and 107 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the advice for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.